Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) failed autofill. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model #, catalog #, UDI).

Manufacturer narrative:
Updated fields: b4, e1 (event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: e3. A getinge field service engineer (fse) checked and found that autofill failure error is coming. Then after thoroughly checked as per factory protocol found that problem is in the 5000 hrs maintenance kit. So, after replacement of 5000hr maintenance kit (d040-00-0147) of compressor, problem is solved. Handed over to department with good working condition.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (component codes), h11. A getinge field service engineer (fse) checked and found that autofill failure error is coming. Then after thoroughly checked as per factory protocol found that problem is in the 5000 hrs maintenance kit, diaphragm of the maintenance kit was damaged. So, after replacement of 5000hr maintenance kit of compressor, problem is solved. Handed over to department with good working condition.